Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with syncopal episodes. It was noted that the capture threshold had increased, although impedance values were normal. Intermittent capture was also noted. Programming changes were made. Syncopal episodes continued after programming changes. The lead was capped and replaced on (B)(6) 2020. Blood was noted in the insulation of the lead during procedure. Patient was stable. Transmissions post procedure noted normal lead function.